Manufacturer narrative:
Calibration and qc were within specification. The last preventative maintenance was performed (B)(6) 2020. The customer did not provide any additional information for investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable beta hcg results for 1 patient sample on a cobas e411 immunoassay analyzer. The initial result was 0.477 miu/l. The repeated result was 60.53 miu/l. It is unknown if the results were reported outside of the laboratory. The reagent lot number is 470489. The expiration date was requested but not provided.